Event description:
It was reported that a pt sustained a burn on the lateral side of her breast after a scan with a signa infinity mr system. During the exam the pt did not complain of any warming/burning, but after the exam the pt stated she felt burning. The mr technologist looked at the area of concern and saw reddening but no blisters were seen. The pt came back the next day and there was a blister in the area of the redness that was comparable to the size of a quarter. The pt went to a burn clinic and she will be seen weekly at the facility until this area is cleared. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.